Manufacturer narrative:
The device was returned to the manufacturer for analysis. Software engineering retrieved the logs and computer then went into hardware testing. During the first boot attempt as the computer was received, the device went to network. The bios was set to the specified settings and the computer then passed all hardware testing. The most likely cause was that the bios settings had been changed by user. The device was found to be fully functional with no problem found. The software investigation also found that the software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued; replacement computer shipped to site for issue resolution. A medtronic representative replaced the computer and performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue after the replacement of the computer.

Event description:
A medtronic representative reported that when the integration system was booted and entered the software launch application screen the monitor was half-black. The medtronic representative rebooted the system to resolve the issue. There was no patient present when this issue was identified.